Event description:
The hosp reported that during a coronary artery bypass procedure, after deployment of the heartstring iii seal, a larger than normal amount of blood was coming out of the aorta where the seal was deployed. The surgeon used forceps to get the tether to adjust the seal, then the tension spring came apart from the seal. The reporter further clarified by stating "the prolene suture was intact and connected to the tension spring. Upon manipulation, the prolene was dislodged from the seal." A new kit was used to complete the procedure. There were no pt effects. The product was discarded.

Manufacturer narrative:
Investigation: the product will not be returned to maquet for investigation. Therefore, a device eval could not be performed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).